Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced unintended stimulation which feels like pressure in her chest on one of the programs (date of event unknown). System diagnostics determined high/invalid impedances on the lead. It was also reported the patient experienced a fall. Surgical intervention will be taken at a later date to address the issue.